Manufacturer narrative:
Medical device expiration date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had loose stopper. No serious injury or medical intervention.

Manufacturer narrative:
Medical device manufacturer: corrected to bd's (B)(4) location. Medical device manufacturer: corrected to bd's (B)(4) location.